Manufacturer narrative:
Event is still under investigation. A final report will be submitted upon our completed investigation.

Event description:
Initial info provided stated: the physician used this sheath for a peripheral intervention an the tip demolished. No harm to patient. Additional info received from the physician on (B)(6) 2014 indicated that a patient underwent a procedure on (B)(6) 2014. The physician used amplatz terumo wire guide. The sheath was placed in the leg. During pull back with the wire guide in place, the valve was pulled off. The patient anatomy was normal. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.